Event description:
The liner and femoral head were removed because the hip was chronically dislocating. An osteonics constrained liner was cemented into existing cup. The new constrained liner required a 26mm femoral head 6264-5-126 (lot #c6mbf).